Event description:
It was reported that during a percutaneous transluminal intervention procedure, a balloon rupture occurred. The details of the lesion are unknown. The 12mm 2.50 maverick over-the-wire balloon catheter was advanced to the lesion. The balloon ruptured on an unknown inflation at 10 atmospheres. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4): returned product analysis revealed blood and contrast present in the distal outer. Microscopic inspection identified a pinhole in the balloon. A thorough inspection of the remainder of the device revealed no other damage or irregularities. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the confirmed damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)